Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication a history of pulmonary emboli (pe) and lower extremity deep vein thrombosis (dvt) and not a candidate for anticoagulation due to recent surgery. A venacavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including fracture, embedment and is irretrievable. Approximately ten years and seven months post implant, a CT scan revealed the optease filter is tilted without associated venous clotting or stricturing. The hook of the filter is oriented cranially. Secondary to the tilt, the hook and caudal portion are likely embedded into the caval wall. There is a nondisplaced fracture posterior strut. Incidental findings included scattered pulmonary nodules and low-density renal cysts bilaterally. Per the patient profile form (ppf), the patient reports fractured filter struts retained within the ivc, filter embedded in wall of the ivc, and an unsuccessful retrieval procedure attempted thirteen days after implantation as well as anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, embedment and irretrievable. Per the implant records, the patient was reported to have a history of pulmonary emboli (pe) and lower extremity deep vein thrombosis (dvt) and was not a candidate for anticoagulation due to recent surgery; therefore, the inferior vena cava (ivc) filter was indicated. The right common femoral vein was accessed with a single wall puncture needle; a wire was advanced through the needle, and the needle was exchanged for a vascular sheath and dilator, and a catheter was then advanced over the wire and placed in the right common iliac vein. Venography was performed demonstrating a normal caliber inferior vena cava with no thrombus and identifying the renal vein inflow. The filter was advanced and deployed in an infrarenal location with no apparent complications. Approximately ten years and seven months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan, indicated for lower extremity edema and to evaluate for clotted ivc filter. The scan reported a conical filter with a hook along its cranial aspect. The appearance is indicative of an optease filter extending along the left aspect of the cava. The optease inferior vena cava filter is tilted without associated venous clot or stricturing. The hook of the filter is oriented cranially. Secondary to the tilt, the hook and caudal portion are likely embedded into the caval wall. There is a nondisplaced fracture posterior strut. Incidental findings included scattered pulmonary nodules and low-density renal cysts bilaterally. According to the information received in the patient profile form (ppf), the patient reports fractured filter struts retained within the ivc, filter embedded in wall of the ivc, unable to be retrieved with an unsuccessful retrieval procedure attempted thirteen days after the filter was implanted. The patient became aware of these events approximately ten years and seven months after the filter implantation, and further experienced anxiety related to the filter.